Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. Customer may continue to use the pump.